Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was 394 mg/dl. It was also reported that the customer went to the emergency room and subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 394 mg/dl, diabetic ketoacidosis and high ketone levels. Customer attempted to self-treat bg with a bolus via pump, however was treated intravenously with fluids of insulin and saline. Multiple attempts were made by cts to obtain release date; however, no response was received. A replacement pump was sent to the customer to resolve the issue.